Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter (model 8780) identified no significant anomalies. Analysis of the catheter (model 8784) identified damage to the transition tube. The previously reported evaluation conclusion, method, and result codes no longer apply. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2019 product type catheter pro duct ID 8784 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a the device manufacturer representative indicated that post revision the patient experienced inconsistent therapy results and that their spasticity was not being managed as effectively as it had been in the past. The pump logs were checked and no pump stalls were noted; there was a 2ml difference of medication withdrawn from the old pump. The catheter and pump were explanted.the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated they did not have any further information regarding the patient. The results were not available to them regarding the fluid sampled from the pocket. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 77 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported the event/difficulty occurred in (B)(6) 2019 (date not specified) during normal use. The patient presented to the physician with baclofen withdrawal symptoms: irritability, increased urination, back pain, increased spasticity, etc. The physician x-rayed the pump and found that it was flipped in the pocket. The physician was able to completely roll the pump in the pocket without much effort. Environmental/external/patient factors that may have led or contributed to the issue included the patient did put on some weight that the physician felt may have attributed to the problems. The physician opted to revise the pocket and potentially replace the catheter if necessary. Surgery occurred (B)(6) 2019. Upon opening the pocket, a large amount of yellowish fluid was ejected. Once the pocket was fully opened, we were able to see that the catheter was actually broken (pump segment of 8780 was snapped in two) and was no longer attached to the pump. It was also severely twisted. The entire pump segment of the catheter was removed and replaced. The customer discarded and the pump segment would not be returned. The pocket did not show signs of infection and the physician was having the fluid sampled to rule out infection but believed it to be drug and serous fluid from necrotic fat tissue. The physician removed the entire pump segment of the 8780 and approximately 1 cm front the spinal segment. The physician added a new pump segment 8784 and refilled the pump. The catheter was aspirated again from the port and cerebrospinal fluid (csf) flow was good. The physician also adjusted the pocket and anchored the pump in the pocket to help decrease the chance of the pump flipping again. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to be obtained, not available.¿ the patient¿s weight was unknown, ¿asked and would not be made available (legal/confidential reason). The patient¿s medical history included the patient had congenital quadriplegia. No further complications were re ported/anticipated or expected.